Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air/bubbles were observed while flushing the sheath.during an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. No abnormalities were noted during preparation. After gaining transeptal access and removing the connect dilator, the non-boston scientific mapping catheter was inserted, and flushing was started. A gravity line was used to irrigate. At this point many bubbles were observed in the faradrive sheath near the shaft. This was only observed when inserting the non-boston scientific mapping catheter, while flushing the side port. No air was seen in the patient. The tubing and bag were exchanged without resolve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.